Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(6) 2013, the patient was started on retraining. On (B)(6) 2013, the patient was discharged from the hospital with clear drain. The patient recovered from this event of peritonitis.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse from the (B)(6), of peritonitis in a patient coincident with dianeal pd2 4.25% therapy. On (B)(6) 2013, the patient experienced peritonitis manifested by hazy drain. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported and the treatment was not reported. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This condition was not confirmed, as the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.